Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not duplicated. Although the event was not reproduced, it is likely the charge-coupled device (ccd) unit was damaged while the user was handling the device, which led to a temporary loss of image. The event can be dectected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope displayed no image when using the up angulation. The issue was observed during a bronchoscopy and the patient was not under anesthesia. The procedure was completed with the same device, with no delay noted. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
(B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation revealed the following findings: the image guide (ig) protector had discoloration; due to damage on charged coupled device (ccd) unit, the specified resolving power was not obtained; and due to corrosion on switch box, switch #1 and #2 did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.